Event description:
The complainant reported that the clinicians were performing a therapeutic radiofrequency ablation (rfa) on the right lower quadrant of a female pt's abdomen to treat two separate liver lesions. The pt's liver was reported to be fibrotic. The procedure was performed percutaneously and the algorithm was followed. The ablation was performed using four electrode pads and a 5cm probe, with the highest poser achieved 200 watts. The pads were evenly spaced across the pt's thighs. The total energy applied during the procedure was 38 minutes for the first lesion and 36 minutes for the second lesion. Roll-off was achieved for both lesions. The procedure was successfully completed. Following the procedure burns were observed on the upper portion of the pt's thighs along the tops of the electrode pads. The burns were reported to be small areas, about 2 x 3cm's in width and length. The burns exhibited mostly redness, although one spot has some blistering. They were diagnosed as 1st and 2nd degree burns. The pt's burns were treated with the application of ointment and gauze bandages. The doctor reported that the pt is "doing fine, and is almost completely healed except for a small blister that looks great...."

Manufacturer narrative:
The complainant reported that the device will not be returned for eval; therefore, a failure analysis is not available and we are unable to determine if the device met specification. The april 2007 15-month radiofrequency ablation generator complaint trend report, inclusive of all failures modes was reviewed; no adverse trends were noted and no data point exceeded the complaint alert limit. The directions for use for this device warns the user on page 6, paragraphs 1 through 3 state, "surveillance of the dispersive electrodes is essential for safety, especially for lengthy ablations. This should occur at the beginning of the ablation, to prevent burns by early detection of a misapplied electrode. Surveillance is also important during ablation to detect a pad for which the interface quality is compromised, such as in peeling and tenting. To aid detection of poorly adhered or improperly placed return pads, the rf 3000(tm) generator has been equipped with the pad guard current monitoring feature. Each of the four return pads is monitored for current flow. Current exceeding 0.8 amp results in an error message indicating the high current pad (p1, p2, p3, or p4) and halts the generator. Pad guard reduces the likelihood of a skin burn, but does not eliminate it completely. One should monitor both the pad contact and skin conditions periodically throughout the procedure."